Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in the clinic with a decrease in lead impedance and increase in thresholds. Upon explant, an insulation breach near suture sleeve was observed. The lead was capped.